Manufacturer narrative:
(B)(4). Batch #: 619a79. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with two ecr60m reloads present inside of a plastic bag. Both reloads (b and c) batch t5dx8e were received partially fired 2/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a colorectal procedure the magazines have not triggered completely. No patient harm nor significant delay reported. Procedure was finished with the new device.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2022 b3: date of event is 2022, event day and month unknown. Captured as 1/1/22.